Event description:
It was reported that the right ventricular (rv) lead was found to have moved, and the threshold had risen. The lead was repositioned, and the threshold was checked again, and was found to have risen once more. Additionally, the lead was found to have moved once more. The lead was repositioned again, and when checked, the threshold had risen once more. Finally, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected: evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found on the electrode - tip electrode, the proximal conductor was distorted, and the lead exhibited apparent explant damage.